Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right side deflation." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, an opening on radius, brown particles in shell and fill channel. Leak test and microscopic analysis was performed which identified: a crease sharp opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease sharp opening on radius assessed as fold flaw opening.